Event description:
It was reported the lead was bent at the distal end. The lead was not implanted. There was no patient injury and recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned lead (model#: 3387s-40, lot#: v950478) found the distal end of the lead, new out of the box, to be bent. No shorts between circuits were detected.